Manufacturer narrative:
The pump was not returned to mmdg and so an evaluation was not able to be completed. Because the pump has not been returned, mmdg has not been able to confirm the alleged complaint.

Event description:
The initial reporter stated that they start the patients 400 ml feeding at 7 am and that it is supposed to be a five hour feeding. They state that when they check the pump at the 12 pm finishing time, sometimes there is still up to 200 ml left in the bag. They also stated that the pump does not alarm when this occurs. During a follow up call from mmdg the initial reporter stated that they had received a replacement pump, that the patient is doing well and that they have had no further issues with the new pump. [(B)(4)].